Manufacturer narrative:
Additional information: b5: reportedly, "I can see more comfortably than in the previous visit and before the exchange and will wait and see...another exchange or some intervention has not been planned". Problem resolved. Claim# (B)(4).

Manufacturer narrative:
Lens diopter should be corrected to: -7.0. Additional information: the reporter indicated that the surgeon implanted a 12.6mm vicm6_12.6; -7.0 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The surgeon reports that there was an undesired refractive outcome. Lens remains implanted. The problem has not resolved. Additional information, a relatively large hyperopic shift was found. Reportedly, the exchange is going to be done in (B)(6) but the exact date has not been decided. Claim# (B)(4).

Manufacturer narrative:
Additional information: h6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
H6: work order search: no similar complaint type events were reported for units within the same lot. Claim#(B)(4).

Manufacturer narrative:
Additional information: b5: on (B)(6) 2023 the lens was exchanged for a similar lens. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5: on an unknown date the lens was explanted. D9: return date: 30-jun-2023. H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional l inspection found the lens to be within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. Claim# (B)(4).

Manufacturer narrative:
(B)4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm6_12.6; -6.0 diopter implantable collamer lens into the patient's left eye (os). The surgeon reports that there was an undesired refractive outcome. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.